Event description:
Reportedly, during pt use, there was a noise from the pump causing a continuous alarm that could not be stopped and the settings on the display were not indicated. The pt's spo2 (saturation of peripheral oxygen) level decreased and he experienced pain in the right lung. The pt was then ambu bagged and switched to another ventilator. The pt was then stabilized and there were no adverse pt effects or injury.

Manufacturer narrative:
The device has not yet been received for analysis. Upon return, device eval will be performed and the results will be included in the follow up report.